Event description:
It was reported that prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device was interrogated and the battery capacity was found to be at 10% remaining longevity. Boston scientific technical services (ts) was contacted and confirmed the longevity assessment was inaccurate. Ts communicated the device should be returned for analysis and not implanted. At this time, the s-ICD has not yet been received. There was no patient involvement.

Event description:
It was reported that prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device was interrogated by the sales representative and the battery capacity was found to be at 10% remaining longevity. Boston scientific technical services (ts) was contacted and confirmed the longevity assessment was inaccurate. Ts communicated the device should be returned for analysis and not implanted. There was no patient nor physician involvement. At this time, the device has still not yet been received. Should the product be received in the future, this record will be updated with analysis results.

Manufacturer narrative:
Although this device has not been returned for laboratory analysis, boston scientific concluded that a known issue likely contributed to the event; that is, this s-ICD was manufactured with an incorrect date/timestamp within the software, which caused an inaccurate display of battery capacity.

Event description:
It was reported that prior to the implant procedure, this subcutaneous implantable defibrillator (s-ICD) device was interrogated by the sales representative and the battery capacity was found to be at 10% remaining longevity. Boston scientific technical services (ts) was contacted and confirmed the longevity assessment was inaccurate. Ts communicated the device should be returned for analysis and not implanted. There was no patient nor physician involvement. This device was subsequently received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.